Event description:
It was reported that this pacemaker exhibited oversensed noisy signals on the right atrial (ra) channel. Technical services (ts) reviewed the device data and noted that atrial noise oversensing resulted in stored atrial tachy response (atr) episodes. Additionally, low intrinsic amplitude was observed. No noise was noted on the presenting electrogram (egm), and no adverse patient effects were reported. This pacemaker remains in service.